Event description:
The doctor claims that the graft was implanted for an abdominal aortic aneurysm procedure and leaked blood (quantity unknown at this time) from its bifurcation. The leakage was stopped with a suture. The procedure was completed successfully. The graft was left in. The patient's condition is okay. Note: on 11/21/2000, the co learned that the quantity of blood lost through the graft is unknown and appears, at this time, to be unattainable.